Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the patient was in the hospital for device replacement and the device was checked prior to explant. The device battery status was end-of-life after less than one year of implant time. The device was explanted and replaced. There were no additional adverse patient effects. It was reported that there were multiple error codes for this device on the latitude monitoring system. There were codes for: long charge time, battery depletion, and a factory reset among others. Technical services suspects a memory error has occurred. The patient went to the clinic for a follow-up however the device could not be interrogated. Technical services advised to explant as therapy may not be available. The explanting physician scheduled an explant. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the patient was in the hospital for device replacement and the device was checked prior to explant. The device battery status was end-of-lift after less than one year of implant time. The device was explanted and replaced. There were no additional adverse patient effects. It was reported that there were multiple error codes for this device on the latitude monitoring system. There were codes for: long charge time, battery depletion, and a factory reset among others. Technical services suspects a memory error has occurred. The patient went to the clinic for a follow-up however the device could not be interrogated. Technical services advised to explant as therapy may not be available. The explanting physician scheduled an explant. There were no additional adverse patient effects.

Event description:
It was reported that there were multiple error codes for this device on the latitude monitoring system. There were codes for: long charge time, battery depletion, and a factory reset among others. Technical services suspects a memory error has occurred. The patient went to the clinic for a follow-up however the device could not be interrogated. Technical services advised to explant as therapy may not be available. The explanting physician scheduled an explant. There were no additional adverse patient effects.